Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when treatment was started using two additional general-purpose small arctic gel pads, alarms 01 and 02 occurred frequently. The arctic sun device itself was suspected and replaced with another device in the hospital, but this did not change anything. The alarms stopped when the pad was replaced with one pad. Since blisters were found on the tip of the pad, it was determined that the pad was defective. It was unknown what medical intervention was provided.

Event description:
It was reported that when treatment was started using two additional general-purpose small arctic gel pads, alarms 01 and 02 occurred frequently. The arctic sun device itself was suspected and replaced with another device in the hospital, but this did not change anything. The alarms stopped when the pad was replaced with one pad. Since blisters were found on the tip of the pad, it was determined that the pad was defective. It was unknown what medical intervention was provided. Per follow up information received via task on 14may2025, the tracking information when the sample was ready for the shipment. No medications have been administered to the patient.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. Based on this review the risk is within the expected range. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when treatment was started using two additional general-purpose small arctic gel pads, alarms 01 and 02 occurred frequently. The arctic sun device itself was suspected and replaced with another device in the hospital, but this did not change anything. The alarms stopped when the pad was replaced with one pad. Since blisters were found on the tip of the pad, it was determined that the pad was defective. It was unknown what medical intervention was provided. Per follow up information received via task on 14may2025, the tracking information when the sample was ready for the shipment. No medications have been administered to the patient.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The potential failure mode is "2.1 excessive condensation forms on the pad - effect 2 prolongation". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The labeling is found to be adequate. No additional actions can be taken at this time. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.